Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the small intestine during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, there was no visible damage to the device or its packaging prior to use. The device was tested in water and the epinephrine injection was primed through the device before use. During the procedure, the tip of the probe detached inside the patient¿s small bowel. The detached tip was dragged into the stomach and was safely retrieved with the use of biopsy forceps. The needle was still intact in the injection line. The procedure was completed with resolution clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) the tip detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual inspection of the returned device found the gold tip separated from the catheter. The needle was bent near the distal end and the hypotube connected to the ceramic tip was bent, likely due to manipulation. Upon dissection, adhesive remnants were found in the inner walls of the catheter. Dimensional inspection found the outer diameter of the ceramic tip within specification. The complaint was confirmed; the ceramic tip was detached. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the small intestine during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, there was no visible damage to the device or its packaging prior to use. The device was tested in water and the epinephrine injection was primed through the device before use. During the procedure, the tip of the probe detached inside the patient's small bowel. The detached tip was dragged into the stomach and was safely retrieved with the use of biopsy forceps. The needle was still intact in the injection line. The procedure was completed with resolution clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.